Manufacturer narrative:
(B)(4). The instruction guide for the lift states: before lifting always make certain that the sling's strap loops are correctly fastened to the slingbar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface.

Event description:
Facility alleged that while transferring a patient that the shoulder strap loop on the sling became detached from sling bar. Patient was not injured.